Event description:
During servicing of electrode belt sn (B)(4), which was returned for an unrelated reason, the cable connecting ECG-a and ECG-b was cut through.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the cable connecting ECG-a to ECG-b was severed. The cut cable rendered the belt unable to detect and treat. The root cause for the cut cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged cable.